Manufacturer narrative:
Continued e1 -- alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "possible deflation".

Event description:
Healthcare professional reported "possible deflation and an implant removal from textured to smooth due to the concerns of the product". This record is related to the left side. The device remains implanted.